Event description:
It was reported that the patient needed less stimulation in the legs. It was noted that the paddle lead was initially implanted too low. The patient underwent a revision procedure wherein the paddle lead was moved up into t6. The patient was doing well postoperatively. The paddle lead remains implanted.